Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized with peritonitis. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, the patient¿s pd nurse reported that on (B)(6) 2025 the patient was hospitalized with symptoms of abdominal pain. The nurse stated the patient had a pd culture obtained (in the hospital) which had growth of streptococcus agalactiae group b. The patient was diagnosed with peritonitis and began antibiotic treatment with vancomycin (dose unknown) intravenous (IV). Furthermore, the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. The pd nurse stated the patient is recovering from the event and remained in the hospital at the time follow-up was performed. The patient¿s nurse could not identify the etiology for peritonitis. However, the nurse confirmed that the patient did not have any fluid leaks or other issues with fresenius products in relation to the peritonitis event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event.